Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small black and white particles were observed inside the tubing of four (4) minicap transfer sets. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, four (4) photographs were provided for evaluation. The photographs were visually inspected and a black, thin, particulate matter (hair/fuzz) outside the fluid pathway, located on the tubing, the bushing, and inside the over pouch was observed for three of the samples. The presence of particulate matter on the fourth sample could not be determined by the photograph. Therefore, the reported condition was verified for three of the samples and not for the fourth. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.